Event description:
It was reported that during a stenting procedure in the left internal carotid artery with mild tortuosity, the nav6 emboshield was positioned and deployed without issue; however, as devices were coming in and out, the nav 6 was moving slightly in and out of position. No intervention was required or performed. The stent was placed without issue. Additionally, it was difficult advancing the recovery catheter through the stent, but this was eventually successful without having to change the recovery catheter. There was no significant delay in procedure. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the embolic protection system (eps) was returned with blood on the coils and saline on the delivery catheter (dc) pod and coils. Only the dc pod filtration element and barewire were returned. The filtration element was fully deployed on the barewire. There was no damage noted to the filtration element. There was no damage noted to the eps. The tip was tugged on to confirm the core was intact. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. In this case, it appears that the filter movement is the result of lack of support while devices were being advanced and removed. Additionally, there are several possible causes for resistance advancing the retrieval catheter, including, but not limited to, damage to the delivery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. In this case, based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent. It may be possible that the stent was not fully apposed to the vessel wall or implanted in an angled segment of the artery resulting in interaction between the retrieval catheter and the stent during advancement. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for migration or resistance reported for this lot. There is no indication of a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices and retrieval catheters are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.